Event description:
It was reported that on september 5, a prong on the aws console plug of a selenia dimension had broken off and the 2 remaining prongs were bent after the technician tripped over the plug. Chin and foot injuries were sustained and the technician sought medical attention following the incident. No additional information available.

Manufacturer narrative:
H3 other text : other.

Manufacturer narrative:
Additional information received: the technician tripped on the cord to the brevera and fell damaging the plug of the selenia which was coming out of the wall receptacle. The tech was injured and did go to urgent care for evaluation, although, the technician did not require any additional medication or intervention. She is ok with minor bumps and bruises. She hit her chin on the aws and bruised her back on the plugs. Also twisted her ankle in the cord and raceway. Prongs were damaged because of her tripping on the brevera cord and landing on top of the plugs coming out of the wall.